Manufacturer narrative:
The motor battery charger board, battery charger 1 and battery charger 2 were all returned for analysis. Investigation of the returned parts are as follows: -motor battery charger board: visual inspection of motor battery charger board confirms the board has been subject to electrical overstress. Due to the condition of the board, neither fixture or system testing were performed. Damaged pcba. -battery charger 1: visual inspection of battery charger 1 board confirms the board has been subject to electrical overstress. Due to the condition of the board, neither fixture or system testing were performed. Damaged pcba. -battery charger 2: visual inspection of battery charger 2 board confirms the board has been subject to electrical overstress. Due to the condition of the board, neither fixture or system testing were performed. Damaged pcba. The reported event was confirmed to be caused by an electrical failure of the motor battery charger board, battery charger 1 and battery charger 2.

Manufacturer narrative:
No patient involvement. On 8/16/2016 a medtronic field service engineer (fse) visited the site and found the following: reported issue was x-ray batteries not charging (3 bars with umbilical disconnected) and upon arrival it was stated that they smelled a burning smell; inspection of system immediately revealed visible black soot at the charger board assemblies (all 3). The system booted up as expected and had 3 charging bars with umbilical disconnected. Batteries at j-7 varied in range from 4.5 vdc to 27.6vdc; removed all 38 batteries (discarded). On 8/17/2016 fse replaced all batteries and all 3 charger boards. System tested fully functional after part replacements.

Event description:
A site rt (radiology tech) reported that their o-arm x-ray batteries were not working. No patient present.